Manufacturer narrative:
This investigation centered on the explanted revelation porous-coated stem and the patient x-ray films. The reason for revision is a displaced fracture of the greater trochanter (femur), resulting in compromised support for the implant, and subsidence within the femur. The implants were in the patient for approximately 3 months prior to revision. It was also stated in the complaint report that the hip had dislocated just 2 weeks after the primary surgery, necessitating a reduction at that time. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical for inspection. The explanted components were visually inspected. The appearance of the femoral head was unremarkable, and there was no indication or suspicion that it contributed in any way to the event. The appearance of the revelation stem showed evidence that it was implanted and subsequently removed from the patient. The taper and polished neck areas were scratched and gouged, likely from the removal process. The polished distal tip showed no damage. The titanium porous coated region showed two small areas of bony ingrowth where compressive loading against the femur would likely have been greatest (i.e., where the device was in most intimate contact with the bone). There is also a small amount of soft tissue embedded in the porous coating. One small area, approximately .020" x .035" in size, is missing the original porous coating. Because of its proximity to the polished neck feature which also exhibits scratches and gouges, it is likely that this area with missing coating was also damaged during the removal process. The returned revelation stem was placed on the comparator in the receiving inspection area, and inspected against the appropriate overlay #601. The profile of the stem fell within the overlay tolerance bands in both the m/l and a/p views. Of particular interest is that the porous coated region continues to meet the overlay requirements, indicating that no dimensional problems or coating thickness problems exist that might have contributed to the implant subsidence and/or the relative lack of bony ingrowth. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are no prior complaints against the 427-20-xxx series of revelation hip stems. There is one prior complaint against the femoral head, part# 400-32-800 for instability . This is the first complaint for the incident femoral head lot number. The root cause identified as the reason for revision is a displaced fracture of the greater trochanter (femur), resulting in compromised support for the implant, and subsidence within the femur. The relative motion from the subsidence likely inhibited bony ingrowth. The before & after patient x-rays were examined by a surgeon for interpretation and comment. The surgeon suspects a femoral fracture as the cause of the subsidence; the post-sinking film shows a displaced fracture of the greater trochanter. This would explain the subsidence, as this is usually a sign of significant intraoperative force having been required during the initial surgery in order to gain exposure. It results in compromise of the proximal femoral integrity and insufficient component support, hence the subsidence which is seen in this case. This is a more commonly seen occurrence with anterior approaches." The post-revision film also exhibits a circlage band on the proximal femur, indicating the surgeon likely recognized the fracture and took this step to mitigate it. The relative lack of bony ingrowth in this case centered around the subsidence of the implant over the course of the 3 months it was in the patient. As a result of insufficient component support, the relative motion between the femur and the implant during this time would significantly inhibit bony ingrowth. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - the revision surgery was conducted due to the stem sinking after 3 months of the primary surgery. Little evidence of bone-in growth on the explanted stem was seen, causing the causing the surgeon to doubt the component quality. The patient took reduction due to dislocation 2 weeks after the primary surgery. The lima head and stem was eventually replaced. The acetabular components remain according to the surgeon's decision.